Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer was experiencing symptoms of cold sweat, hunger, and weakness, and reported a scan reading of 219 mg/dl was obtained compared to competitor meter result of 73 mg/dl. The customer reported being unable to self-treat, and was treated with food and fruit juice by a third-party. There was no report of death or permanent injury associated with this event.